Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and leaking reservoir. Customer's blood glucose level was as high as 378 mg/dl and customer was hospitalized. Troubleshooting for the reservoir leak was performed. Customer advised that the reservoir occurred during a bolus and that the leak was at the o-rings. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.